Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: the procedure was a laparoscopic cholecystectomy.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clipper deploying but not closing the clips. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what is event date or procedure date? Please confirm device lot number. Please provide complaint form.